Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that lens was misfired on the surgical field. The surgeon said lens was twisted in the cartridge. Additional information has been received that there was no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the lens twisted in the cartridge. This cartridge did have patient contact however was not fully inserted into the eye. The surgery completed with replacement lens.